Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that less than a month post implant the right ventricular (rv) lead exhibited no capture at high output and a dislo dgement was confirmed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.